Manufacturer narrative:
Continuation of d10: product ID tm91scs (serial: (B)(6)); product type: implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller reported seeing not found communicator screen when they tried to turn the therapy on. Caller tried restarting the handset but that did not resolve the issue. Caller spoke to the manufacturer representative (rep) who walked them through a couple of things like plugging it in and making sure everything was next to each other but it was still not working. Agent walked caller through hard reset of the communicator. Caller confirmed they are now able to successfully connect and turned stim back on. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. Caller stated that the stimulation "shocks" them (is too strong) when they lay down at night so they just turn therapy off. Caller stated the vibration does not go down their leg like they thought it would be and instead goes to their ribs and chest. Caller stated they will continue working with the doctor on this. Caller mentioned they take meds at night so they pass out so it doesn't really bother them to just turn stim off each night and back on each morning. Caller stated the a13 handset battery drains really quickly. Agent reviewed handset charging expectations and instructed them to power the handset off when not in use to conserve battery.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received from manufacturer representative (rep), rep stated that this event was reported a month ago and was just during patient's trial. Rep adjusted intensities with patient then and since, patient had his permanent implant with no issues.

Manufacturer narrative:
Which was missed in previous report was captured in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.